Event description:
It was reported there were exposed and frayed wires seen below the wand of the unit. The hospital electronic unit was replaced and there were no adverse consequences reported by the user or patient.